Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient needed an MRI. Patient was reporting "no device found"/ screen 16. Patient noted that he charged his ins last night. It was recommended to move closer to the ins and make sure hand was not covering top of controller. Patient was unable to establish connection during the call. Patient did not have his rtm with at the MRI appointment. (B)(4) asked patient if he typically feels stim when therapy was on and patient stated yes but it dissipates over time and per patient it also depends on therapy settings. Patient was not feeling stim at time of call. (B)(4) reviewed with patient that ins battery may be depleted and patient should attempt to charge ins. No further complications were reported /anticipated.